Event description:
It was reported that the pump was hit by a seatbelt and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 358 mg/dl. Reportedly, the customer contacted health care provider for back up insulin therapy.